Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The belt was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (adjust belt messages) was confirmed. As received, the belt failed intermittently failed incoming functionality testing. Upon evaluation trunk cable connector was cracked, and the white (driven ground) and black (main battery) wires were open inside the trunk cable. The cause of the gong alarms is the open wires. The root cause of the damaged connector and open wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing adjust belt messages.